Event description:
It was reported that the caller's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try various methods to turn on the pump, but these were unsuccessful. The customer planned to use multiple daily injections (mdi) as a backup for insulin delivery while they awaited a replacement pump from technical support.